Event description:
Surgeon reports one pt with a possible decentered ablation in the left eye following lasik surgery. Pt records were provided and indicate at three months post-op the pt experienced a slight amount of induced astigmatism. Bcva was the same as pre-op and ucva improved from 20/400 to 20/25. Surgeon's notes indicate the pt exhibits coma post-op, but no pre-op wavefront measurements were done, so it is unknown if coma existed pre-op. The pt has light distortion and shadow-like symptoms which are consistent with coma. The surgeon stated the patient's symptoms were temporary, however, at 3.75 months post-op, this pt underwent an enhancement procedure to improve centration and address decentration and coma symptoms. The surgeon stated he did remember stopping during the initial procedure and re-tracking; there was some difficulty attaining the pupil reflex. The surgeon stated he did not feel there was any possibility of an uneven dehydration of the stromal bed due to the long exposure time. Additional info from the surgeon indicated he does not feel the pt was harmed/injured by this event. Additional info has been requested.

Manufacturer narrative:
Determination of root cause: assessment: the territory manager (tm) reviewed the log files and found the laser was running optimally during this patient's surgery, however, he also noticed the laser had 4 breaks and 1 no pupil detected interruptions, indicating that the eyetracker was not able to capture the eye. Possible contributing factors to this tracking issue include, but are not limited to, extreme pt movement, contrast not set correctly, and/or surgeon's hands interrupting infra red pods. In addition, the flap was created using intralase, which, as literature indicates, can create gas bubbles that coalesce in the intrastromal interface, sometimes resulting in a transient opaque bubble layer (obl) that can temporarily interfere with excimer laser tracking due to difficulty in detecting the center of the pupil. (Bowman's brave new world. Dupps j cataract refract surg. 2008 may; vol 34:5, 713-4) (anterior chamber gas bubbles after corneal flap creation with a femtosecond laser, lifshitz et al, j of cat ref surg. Vol 31:11 nov 2005). If the obl interferes in pupil tracking or iris registration, then the laser treatment should be delayed until the bubble layer resolves. (Managing femtosecond laser complications, culbertson, ocular surgery news, us edition, sept 2006) logfiles also indicated that the breaks that took place during the surgery were for a total of 93 seconds which could cause dehydration and contribute to the residual refractive error. Literature widely discusses how improper hydration of the stroma during the ablation and period of interruption may be associated with unplanned outcomes including residual refractive errors. (Complications of lasik, mittanamalli et al, indian jour of oph, vol. 50:4, 265-282, 2002) (variables affecting refractive outcome following lasik for myopia, feltham et al, eye journal, clinical study may 2007) (surface ablation by paolo vinciguerra, 2006). The pt presented with a non contributory medical or ocular history and underwent spherical myopia lasik. The treatment report indicated "difficult to track" under memo and post-op comments. During the postoperative periodm, the pt demonstrated variable ucvas and similar manifest refractions and bcvas. Post-op pentacam and wavefront measurements were provided, showing an apparent decentered ablation and coma. No pre-operative wavefronts were performed. The pt complained of "overall blur". At 3.75 months post-op, the pt underwent an enhancement. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be contributor to the patient's outcomes. However, the non-product related factors mentioned above may have been contributors.